Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor smooth round moderate profile 425cc saline catalog #3501670 lot #239056. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported that a (B)(6) caucasian female patient underwent primary breast augmentation with mentor smooth round moderate profile 425cc saline breast prostheses. Left breast prosthesis deflation was confirmed by physical examination. The patient also experienced shooting breast pain. As a result, the patient underwent bilateral removal and replacement with mentor smooth round moderate profile 450cc saline breast prostheses on (B)(6) 2018.

Manufacturer narrative:
Upon receipt by mentor, the device contained no fluid. White material was observed within the device and on the shell surface. Examination of the device revealed a rent adjacent to the vicinity of the diaphragm valve. Microscopic examination of the rent edges gave no indication as to its cause. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release, product evaluation concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint was confirmed since a rent was found on the device. Nonetheless, a microscopic examination of the rent edges was performed and it did not provide conclusive evidence of what could be the root cause. Investigation of this complaint and similar complaints identified the most probable cause as stress concentration at the anterior vulcanized region of the shell. Most women undergoing augmentation or reconstruction with a mammary prosthesis will experience some pain postoperatively. While pain normally subsides in most women as they heal from surgery, it can become a chronic problem in other women. Chronic pain can be associated with the compression of nerves, hematoma, migration, infection, surgical technique, improper size, placement or capsular contracture. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Per a database query, this is the only reported complaint of deflation against this lot number 239056. The device history record (DHR) of lot number 239056 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 6/14/2018, mentor became aware that the correct replacement products were the following: (left) mentor smooth round moderate plus profile 450cc saline catalog: 3502450, lot: 7546636 sn: (B)(4) and (right) mentor smooth round moderate plus profile 450cc saline catalog: 3502450, lot: 7546636, sn: (B)(4). Manufacturer¿s reference number: (B)(4).